Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were noted at 7.5-9.6cm from the distal tip. The etfe coating was damaged, consistent damage sustained during the surgical procedure. Externalized conductors due to internal insulation abrasion were noted at 10.1-13.4cm and 11.8-14.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.